Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and moderate ketones identified as dangerous; bg value not provided. Cause was not known. Insulin was administered via a manual injection to initially address bg. Subsequently; the customer went to the emergency room where healthcare providers administered intravenous fluids of saline and insulin to treat bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was discharged on (B)(6) 2025 with no permanent damage. Customer¿s blood glucose level has been resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.